Event description:
It was reported that myopotential oversensing and inappropriate automatic mode switch (ams) episodes were observed on the right atrial (ra) lead.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported that lead damage was suspected but it was not confirmed. No intervention has been performed. The patient is stable with no consequences.